Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by affiliate in (B)(6) for (B)(6) study, two months after the implantation of a 23mm sapien 3 valve by tf approach in aortic position the patient was re-hospitalized for 'valve-related symptoms or worsening congestive heart failure after discharge. The echo performed during this hospital admission observed moderate aortic regurgitation. Medication treatment was provided to the patient and the event was resolved without sequelae. The patient was finally discharged home 4 days after the re-hospitalization.

Manufacturer narrative:
Additional information received states the echo during this hospitalization showed ¿moderate mitral regurgitation¿, preserved lvef moderate right ventricular dysfunction and proper functioning of the aortic bioprosthesis. The tavr valve has good function and the chf is related to the patient native mitral valve and possible other patient factors. Based on this information, this event is no longer considered to be an FDA reportable. This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2016-02955.